Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the patient passed six days after the implant procedure. It was noted that the patient was a mrsa carrier. The patient's family indicated that the patient's passing was unexpected, but was not related to the nevro device in any way. Stimulation was not activated after the implant procedure.